Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: safety malfunction response on feb 19, 2025 could you please provide a further description of the issue? Slow retraction what was the impact to the patient? No harm did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? During use

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of a malfunctioned safety mechanism could not be confirmed from the 4 representative 20ga insyte autoguard units that were received in sealed packaging from lot #4282311. A functional test revealed no damage on the returned samples and no defects with needle retraction. The needles fully retracted and the retraction time was within specification. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.